Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: stress urinary incontinence and cystocele procedure (s) performed: periurethral transvaginal sling, cystocele using pelvocaliceal and in fast implant device complications post pelvicol implantation: patient experienced stress urinary incontinence and bladder neck polyps first additional implant surgery: in (B)(6) 2006: underwent cystoscopy with cauterization and ablation of bladder neck polyps, transobturator tape procedure under general anesthesia for stress urinary incontinence and bladder polyps. Complications post first additional surgery: in (B)(6) 2013: in-office procedure: cystoscopy: no mucosal abnormalities and no stones or diverticuli. Grade 2 cystocele present, sui present, positive marshall test. Uti in the past have been relapsing/recurrent, urinary frequency, urgency, cystocele and incontinence. Mesh revision surgery with second additional implant (miniarc) surgery: in (B)(6) 2013: patient underwent miniarc midurethral sling for stress urinary incontinence under general anesthesia. In (B)(6) 2013 - (B)(6) 2016 -developed complications include recurrent uti, urinary frequency, urgency, difficulty voiding, urge to void, urge incontinence, nocturia, sui, grade 2 cystocele, low back pain. Third additional implant (miniarc) surgery: in (B)(6) 2015: underwent miniarc precise mid-urethral sling, cystoscopy and excision of urethral caruncle for stress urinary incontinence and urethral caruncle under general anesthesia.

Manufacturer narrative:
(B)(4). Manufacturer reference number: (B)(4). Section a: patient information not provided. Section d6, d7: explant date were not provided. Section d4: lot number not provided. Section d4: UDI not provided. Section d8: re-processing information not provided. Section h4: since the lot number was not provided, this information cannot be determined. Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number:(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence. Required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Tracking no: (B)(4). This complaint has been determined to be a duplicate of a previously reported complaint. Refer to (B)(4).

Manufacturer narrative:
Per new information received d6 has been updated from (B)(6) 2010 to (B)(6) 2002. Manufacturer's reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).